Event description:
It was reported that during a laparoscopic total mesorectal excision procedure, the surgeon performed an end-to-end anastomosis. The surgeon used the device as usual, fired with click sound and had a complete donut. After the stapler was removed, she found that bleeding from anus was noted immediately and the blood loss around 200-300ml. So the surgeon checked the staple line with colon scope and found that the bleeding was coming from the staple line with staple malformation. Then, the surgeon controlled the bleeding by using an endoclip and transanal suturing.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached on what caused the reported event, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.